Manufacturer narrative:
Terumo did receive the actual device and there were no anomalies noted during visual inspection. Performance tests could not confirm the complaint. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was making a high pitch whistling sound. The pump was changed out. There was no pt involvement. There was no delay to the procedure, and that the surgery was completed successfully.